Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit was placed. The procedure date is unknown. It was reported in early february there was inflammatory induration around the orifice of the gastrojejunostomy with pain. An ultrasound showed tubing wrapped in soft tissue (collar between the skin and the stomach wall). On (B)(6) 2013 reported e. Faecalis infection around the stoma. Outsourcing of the tube was reported on (B)(6) 2013. A new endovive initial peg placement kit was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.